Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the charger was replaced and the patient could now charge; however, it still was hard to connect/stay connected and if the patient moved, it stopped charging. The patient did have to site a long time to charge. It was noted that depending on the setting, the charge lasts 24-50 hours before it is dead. It was noted that there was still a loose connection when the patient moved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery would only last about two days at most, not because it was old or anything was wrong with it, but because of the settings that they used. The patient stated that they travel a lot and are not constantly near a wall outlet, as they would be in the mountains sometimes for four to five days at a time. The patient mentioned that it would take 70-80% of the remote battery to fully charge the implant, and sometimes it would take the full 90-100% to charge it. The patient reported that their ins was dying a lot and they wanted to know if there were any alternative methods for charging. The patient also requested an additional lithium battery pack so that they would have a backup power source for when they need to recharge. It was noted that the patient was originally told that their charge would last about four to six days depending on their settings, so they were not prepared for having to charge every one and a half to two days. The patient stated that they could not deal with the stress of the ins always going dead and that they were already stressed and upset about having to charge every other day. It was further reported on (B)(6) 2019 that the patient was having trouble charging. The patient stated that sometimes it would charge perfectly, but sometimes it would take two and a half to three hours to charge and that they would have to recharge every other day. The patient reported that sometimes they couldn¿t even get the recharger to recognize the implant. It was noted that the issues with charging slowly or not connecting started when the patient was implanted on (B)(6)2017. The patient further reported on (B)(6) 2019 that they still had not received their replacement equipment. The patient was redirected to the repair department. It was further reported on (B)(6) 2019 that the patient continued to have trouble recharging, as they had to charge more often. The patient stated that they were told the ins battery would last about a week, or between five to seven days, after charging it to full. However, there was a point where they were having to charge every day until they turned their settings down a little bit. When they did that, the therapy did not help very much. The patient stated that it did not help as much as it could, but they needed to turn it down so that they could get at least two days per charge. Before the implant, the patient¿s pain level was at about 1,000 and then afterwards it went down to a 6/7/8. The patient mentioned that they still have to take medication but have been taking less pills than before the implant. The patient also stated that during their trial period, they were able to go about a week without having to charge. It was noted that the patient would have to charge about every 48-55 hours and the ins would go from 100% battery level to 20% in about 20 hours. The patient was upset that they were not aware that their settings would affect how often they would have to recharge. The patient stated that this made them very upset and depressed. It was also reported that the patient could hardly ever get an ¿excellent¿ charge and that 75% of the time it would only be a ¿good¿ charge. The patient stated that they could not use the belt because no matter what, if they walked or moved an inch or moved around it, they would lose the signal. At times, it would shift constantly between ¿good¿ and ¿excellent¿ but would never stay at a ¿strong¿ charge. Sometimes the patient would get a better lasting ¿excellent¿ charge without it switching to ¿good¿ if they were sitting up against a flat wall for two hours because it would not charge in an hour unless they started charging when the ins was already at 50% battery level. The patient mentioned that they would have to place the recharger on their skin without the belt and would have to sit up against the sofa to charge because if they moved at all, the recharger connection would go away. The patient stated that it would take time to reposition the recharger and would take two and a half to three hours to fully recharge the ins. The patient would get depressed about this every time they would have to charge. They would get so sad and their anxiety would sky rocket about when the charge was going to be completed. The patient also mentioned that they had add/adhd and were prescribed adderall to help them stay on one thing and a time and not jump from one thing to another. Without that, the patient would be in even worse shape because they would never be able to sit long enough for their ins to get a full charge. The patient stated that they have met with multiple manufacturer representatives and have met with their physician who tried to change the settings. Their physician inquired on the possibility of getting a non-rechargeable device, but the manufacturer representative told them that due to the patient¿s settings, they would need a new ins every 8-12 months. The patient reported that they have also been sent a second battery for their controller due to having to recharge every day. The patient stated that sometimes the controller battery would go very low or dead while recharging. It was noted that the controller issue, problem recharging, and therapy not helping started in (B)(6) 2017. No further complications were reported or anticipated. Indication for use is spinal pain.